Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as lesions on back that have scabbed over, one the size of a penny, the other the size of a dime. There was no alleged device malfunction contributing to the wound. The patient¿s wound care physician prescribed a foam pad to be worn on top of the wounds. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.